Manufacturer narrative:
The device and lead were successfully replaced and the device will be returned for laboratory analysis. The lead will not be returned. No additional information is available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker and right ventricular (rv) lead underwent a revision procedure due to intermittent ventricular capture. The device had been reprogrammed to with higher outputs and an increase in sensitivity but the intermittent capture was still present. The physician decided to explant the device and cap and abandon the rv lead. No other adverse patient effects were reported in association with this surgical procedure.